Manufacturer narrative:
(B)(4). Device evaluation: it was reported during insertion the clinician received a sustained blue bullseye but an x-ray showed the catheter was in the patient's internal jugular. An analysis of the patient case data confirmed achievement of the blue bulls eye and movement of the stylet/catheter after achievement of the blue bulls eye. One unit was returned for evaluation and a patient data case. Visual evaluation determined the returned unit was in acceptable condition. The unit was connected in accordance with vps g4 console power-on test. The results of the test were acceptable indicating the unit is performing as intended. A functional evaluation did not reproduce the reported event. Analysis of the patient data case determined: the ECG is hard to interpret due to the patient's arrhythmia condition; it seems that the patient has multiple symptoms of arrhythmia (i.e., 1st degree block - prolonged pr interval and bundle branch block - small r wave and deep s wave); the clinician removed and reinserted the catheter/style during the procedure without stopping the vps console; doppler flow pattern and p-wave increase from about 210 sec indicates the stylet tip was most likely in or near the desired location; at the 239. Other remarks: sec of the procedure, doppler and ivecg shows erratic movement indicating that the stylet abruptly removed and the location of the catheter was most likely changed as a result - both ivecg and doppler shows the sign of sudden stylet removal. Additionally the analysis determined the qrs complex looks different due to the patient pathological condition. However, p-wave amplitude increased when the stylet was in the desired location. The vps senior algorithm scientist concluded the resulting location of the catheter tip in the patient's internal jugular may be due to the catheter movement during stylet removal. The device history record review was performed and no evidence was found to indicate a manufacturing related cause. Use error caused or contributed to this event because it appears the customer did not follow the IFU for maintaining catheter tip location during removal of stylets. An in service was requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed with the use of vps. During insertion, the clinician received a sustained blue bullseye. An x-ray was performed to confirm the tip location and showed it was in the patient's internal jugular. It was noted the blood flow did not look like a blue bullseye placement and neither did the p-wave. It did not spike. This is case (B)(4). The stylet was discarded.